Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: oxygen supply failed. Nurses have seen this error message while the device was still on the high oxygen supply.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: rootcause: defective o2 mixer assembly. Correction: replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: oxygen supply failed. Nurses have seen this error message while the device was still on the high oxygen supply.